Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal to mid left anterior descending coronary artery. The 3.5x23 mm xience xpedition stent delivery system (sds) was advanced, the balloon was inflated to 12 atmospheres for 28 seconds and the stent was deployed. However, when attempting to deflate the balloon, the balloon failed to deflate. Different syringes were used in an attempt to deflate the balloon; nothing worked the balloon did not inflate or deflate. Resistance was felt with the guiding catheter during the attempt to remove the sds. The sds was retracted to the femoral artery and a sharp guide wire was used to puncture the balloon. The sds guide catheter and guide wires were removed together as a single unit. To complete the procedure, the left femoral artery was accessed and a stent was implanted in the lad-cirucmflex. Although there was a 20-30-minute delay in the procedure it did not result in significant impact to the patient. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue, deflation issue and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.